Manufacturer narrative:
(B)(4) date sent 6/27/2025. Photo analysis this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device inside of its opened blister with no reload present. The firing knob could be seen slightly advanced to the label side and the height selector position in blue color. The anvil can be seen partially detached from the distal end and the device shows the batch number 299d49. Based on the photo reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 319d66 and device batch number 299d49, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown surgery a linear engraver is opened. It is broken at the tip, another linear engraver is opened and removed from the surgical field. Dr. Requests to load only one stapler. There were no patient consequences.